Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported a shocking sensation. Impedance measurements were taken. The patient was feeling a jolting sensation around the battery site following a car accident. During the accident the patient was holding a laptop, which the patient thought jammed into the implantable neurostimulator (ins). The rep was made aware of this event during the patient's routine programming session. The patient was brought in for troubleshooting. The doctor opened the pocket and reconnected the leads to the ins. Impedances were okay in the or. After "implant" the impedances were high. The system was explanted and replaced. The device will be returned to the device manufacturer. If additional information is received, a follow up report will be sent.